Event description:
It has been reported to philips that the wireless foot pedal was defective. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this allegation. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the information was reported. Since that time, it was identified that there was no event, nor malfunction associated with this allegation. The investigation into the reported allegation identified that the customer asked a question regarding wireless footswitch symbols and there was no product problem. The codes were updated based on the investigation outcome. H3 other text : customer had question regarding footswitch & there was no product problem.